Event description:
It was reported of a burette chamber breakage as the drainage system was being hooked up. There was no delay reported due to the breakage. The report did not indicate a potential for patient injury.